Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in early-december 2016 that one week prior to the death of this patient in (B)(6) 2012, this patient's right ventricular (rv) lead pacing impedance increased from 650 ohms to 1620 ohms. The rv pacing impedance measurements remained high until the death of this patient. The patient was paced 56% of the time. The cause of death was possibly related to loss of ventricular pacing due to potential lead fracture.